Manufacturer narrative:
The device was received for evaluation. A test of flow rate accuracy was performed, and the results were found to be within the product specifications. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during patient infusion. Programmed IV hydration 500 ml over 30 minutes as a primary. After 30 minutes, 50 ml was still in primary bag. The pump had to run an additional 20 minutes to finish the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.